Event description:
(B)(6), male nurse of the hospital, reported to our customer care, (B)(6), that he was observing a surgery procedure. During this procedure, the surgeon noticed that the rasp broke. A replacement was available so he could complete the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.